Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - photo analysis pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h11: ## *** was there any reported patient or user harm? No. Was there a significant delay? Unknown. If available, provide the product order number (po). Is the actual device with the alleged product quality issue being returned for analysis? Or is an alternative device being returned? Please specify product has been discarded during the or

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, suture is breaking during surgery while making a knot. Strength has been compromised in the suture. List any j&j products that were utilized during the case but did not contribute to the reported event. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. Additional information: d1, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an opened foil labeled vp2317s product code, batch number t3047 with an expiration date 2028-08. In the video, the user is seen applying force to the suture; however, the video analysis does not help us determine the pressure exerted. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.